Manufacturer narrative:
Visual inspection of the instrument confirms that a piece of the ceramic tip is broken off. The broken piece of ceramic was not returned with the unit. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The release button is also found to be loose. Also noted are multiple dents along the steel tube. The exact cause of the breakage of the ceramic tip cannot be determined. Due to the dents/damage on the steel tube and the fact that the adhesive on the base of the tip has retained the proximal portion in the tube, the cause of his failure is determined to be caused by the customer. Common causes of ceramic tip damage as determined from prior investigations are noted below: application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indications of this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possible chips or cracks in the tip that will ead to failure during subsequent handling or use.

Event description:
During a transurethral resection of the prostate procedure the tip of the instrument broke off in the pt. All pieces were retrieved with no harm to the pt.